Event description:
It was reported by the physician that high impedance was observed on the patient;s device. It was stated that the patient could no longer feel the device stimulation most likely due to the observed high impedance. The patient was to be referred for a full revision surgery however no surgical intervention is known to have occurred to date.

Event description:
Additional information was received that the patient's lead and generator were replaced due to the high impedance. The explanted device was stated to have been discarded after surgery so product return is not possible.